Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the wire penetrated the lumen wall. The catheter appears to have been mishandled and a mechanical wire is broken. There is a cut/tear in the tubing 5.2 cm from the tip, but no wire is protruding.

Event description:
It was reported that during an ablation procedure a wire perforated through the insulation approximately 4 cm proximal to the tip. The physician stopped the procedure when he saw what happened. No patient complications have been reported as a result of this event.